Event description:
During a total hip replacement, staff noticed a burning smell. Crna immediately noticed smoke coming from arizant bair hugger (model 750) upper body warming blanket. She removed it immediately from the pt. At this time the electrical panel alarmed. The crna unplugged the bair hugger generator and the alarm ceased. All equipment and warming blanket are at the control desk. No injury to pt. The occurrence took place while a surgical procedure was in progress. Members of the surgical team noticed a "burning smell" in their or. Then the crna noticed smoke coming from the upper body bair hugger blanket and immediately removed the blanket from the patient. Subsequently, an alarm from the electrical panel in the or was heard. The bair hugger machine was unplugged and the alarm ceased. No injury to the patient was identified. The bair hugger device and the blanket were sequestered and set aside for evaluation by the biomed department. The arizant bair hugger model 750 was taken apart and inspected. Obvious signs of overheating and burning on the main internal circuit board where the main power enters the device were noticed. Biomed could not determine the cause or the exact component that had failed. Biomed verified with arizant that they have not received other reported incidents of this occurring. Pictures of the damaged board were taken to document the incident. The service engineering dept will report back their findings once they have determined the root cause. After searching our equipment database, we have confirmed that we have not experienced a similar issue with any of our other bair hugger forced air warming devices. We have contacted the manufacture to see if any similar events have occurred nationally with this product. The company's technical support department confirmed they have not experienced this issue.we are also sending this device back to the manufacture for a root cause analysis of the failure. Once we receive the report we will let the group know the outcome of the investigation.